Manufacturer narrative:
Based on an internal investigation that concluded on (B)(6) 2020, a failure mode was confirmed to occur in certain bio-ID devices. The investigation included an analysis of available log files from devices commercially distributed in the us. A device at this facility was confirmed to have the failure mode. The issue that occurs with the bio-ID device is related to system settings that require a witness user's identification for further processing dispense of anesthesia drugs using the pyxis device. If the "bio-ID exempt" is enabled on the device, it does not allow a witness user to utilize a password as an alternate means for identification even if the bio-ID is in a failed state. The "bio-ID exempt" setting specifically supports (B)(6) state regulations for positive identification. Correction actions related to the bio-ID exempt setting are being evaluated.

Event description:
Bd became aware of a failure of the biometric scanner (bio-ID) through log file review. The customer did not open a complaint with bd. However, bd made multiple unsuccessful attempts to reach out to the customer. No additional information regarding the incident can be confirmed at this time.